Event description:
It was reported that the customer had high blood glucose and was hospitalized. It was stated that the insulin pump was checked and found that the reservoir has air bubbles. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.